Event description:
Balloon inserted 12/1/95 alarmed. No blood noted in tubing. Pump changed with same alarm noted. Md removed iabp, upon pulling cath back blood filled the balloon. No adverse pt outcome.